Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Right elbow pain status post right total elbow arthroplasty. Rule out infection. Right elbow aspiration.